Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the light guide (lg) lens glue was peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, or the like. Then humidity may have been allowed to go inside the lg-lens and caused corrosion. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection inspection of the forceps elevator mechanism. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed as the elevator wire was completely broken. In addition to the foreign material found on the light-guide lens, additional evaluation findings include the following: there were white dots on the screen due to damage of the charged coupled device (ccd) unit; there was a crease at the ccd lens; there were liquid leaks due to a scratch of the distal end; there was a wrinkle at the connecting tube; the adhesive part of the bending section cover is cut off; switch 1 has a scratch, the scope cover is crumpled; the protector at the universal cord was damaged; the coating was peeled off on the universal cord, and there was a low angle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the forceps elevator wire on the evis lucera duodenovideoscope was completely broken. The issue was found during preparation for use and the intended procedure was diagnostic. The patient was under sedation. There was no procedural delay and the procedure was completed successfully with another similar device. No patient harm was reported. The device was returned and evaluated, and the inside of the light guide lens was dirty. The customer was able to clean, disinfect, and sterilize the product before requesting the repair. The device was not used in a case with the foreign material attached to it. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.